Event description:
The customer reported that there were frequent pads on / pads off messages during a pt event. There was no report of negative pt impact.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint remains under investigation. A f/u report will be submitted upon completion of the investigation.